Manufacturer narrative:
Correction: section d10 - therapy date corrected for lead and anchors were added correction: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), batch: 4037562 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the thoracic system was explanted to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: 3186, UDI: (B)(4), batch: 4486815.

Event description:
It was reported that patient experienced ineffective stimulation. Surgical intervention may be undertaken to address this issue.